Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was unable to see any instruments. No other additional information was reported at the time of the call. There was no patient involvement. Additional information was received. It was reported that it tracked instruments but seemed limited in the field where it picked up instruments. Under the network device interface (ndi) toolbox, all statuses were marked ok, with no faults indicated. A manufacturer representative (rep) tracked down all staff members in the room during setup. They cleaned the lens on both sides of the camera, and team members mentioned the lens clicked while being cleaned. The rep didn't see any damage to the camera aside from normal wear marks and a scratch on the left lens. When moving instruments in the tracking field, the lower corners showed a shorter field on the right side compared to the left. The rep was not sure what caused that, unless it was the scratch on the left side camera lens. It was reported the rep had difficulty getting all spheres to show up during the navigated imaging system spin. The frame was in good shape and spheres were new.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended after the camera was replaced. Codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.